Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. Upon visual inspection, the insertion switch assembly have signs of fluid intrusion that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform where button test was found to be failing on tornado button, replicating the reported event. Once testing was completed, the axes controller spar button board3 (acsb3) printed circuit assembly (pca) was applied behavior analysis (aba) tested and was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted thoracic hiatal hernia surgical procedure, the customer reported they were unable to drop the elbow on universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical service engineer (tse) verified single patient clearance button error in the system logs. The customer attempted to toggle the button; however, the issue persisted. Tse recommended a system power cycle and hard power cycle; however, the customer declined the troubleshooting. The customer called back and performed a hard power cycle and emergency power off (epo) of the patient side cart (psc) and the system powered back on without error; however, the patient clearance button was still not functional. The procedure was completing as planned with no reported injury.